Event description:
It was reported that the right atrial (ra) lead exhibited noise oversensing. The ra lead was explanted. The patient was stable throughout.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in four pieces. Visual inspection found an external insulation abrasion breaching the outer insulation and would be exposing the outer coil at the proximal region if the lead was intact. The outer coil was not included with this returned portion of the lead. The cause of the reported event was due to the exposure of the outer coil in the abrasion region if the lead was intact consistent with friction to device can.